Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The customer reported the clip was discarded. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. The additional mitraclip device referenced is being filed under a separate medwatch report.

Event description:
This is filed to report clip jumping. It was reported that this was a mitraclip procedure to treat degenerative mitral regurgitation (mr) with a grade of 4. During preparation of the first clip delivery system (cds 90311u115), the handle was unable to be retracted. Force was applied to retract the handle, but the clip jumped to the inverted position. The cds was not used in the patient. A new cds (90311u117) was prepared for use and advanced to the mitral valve. After the clip was deployed, the clip detached from the posterior leaflet and remained attached to the anterior leaflet (single leaflet device attachment/slda). The physician stated the slda was due to the large flail gap. A third clip was deployed to stabilize the slda clip. A residual flail was noted on the opposite side of the slda, in an ungraspable location; therefore, no further clips were attempted. Two clips were implanted, and the mr remained at 4. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
Internal file number: (B)(4). The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to this lot. Additionally, a review of the complaint history identified no similar incidents reported from this lot. In this incident the handle was unable to be retracted. Based on this information the definitive cause for difficult to position could not be determined. Also, a definitive cause for the reported clip jumping could not be determined in this incident. There is no indication of a product quality issue with respect to manufacture, design or labeling.